Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed the cartridge to resolve the issue. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) readings. The customer declined to further troubleshoot with tandem technical support, therefore no additional information was obtained. Customer¿s blood glucose was 112-210 mg/dl.